Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call of button error on her husband's insulin pump. The customer's blood glucose at the time was unknown. The customer states there is a button error alarm present. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.